Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: universal. Guide cath: launcher 7f. Stent: nobori. Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen and in the loosely folded balloon, consistent with preparation. There was a bend in the hypotube 40.5cm distal to the strain relief tubing. As the noted bend in the hypotube did not appear to have contributed to the inflation difficulties, it is likely that the bend occurred during packaging, handling and return to abbott vascular for analysis. A new indeflator was used to measure the inflation and deflation times and met manufacturing criteria. Potential factors that may contribute to difficulty inflating and/or watermelon seeding may include, but are not limited to, patient anatomical morphology, device size selection, placement of the balloon within the lesion, or physician technique. Reportedly, the voyager nc was used a heavily tortuous and mildly calcified lesion to post dilate a stent, which may have contributed to the reported watermelon seeding. In this case, a conclusive cause for the reported watermelon seeding could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the proximal circumflex artery with heavy tortuosity and mild calcification. Pre-dilatation was performed. A non-abbott stent was implanted, and post-dilatation was performed with the voyager nc balloon; however, the balloon was moving in the vessel and could not be inflated. Post-dilatation was completed with a non-abbott balloon. There were no adverse patient effects. No additional information was provided.